Event description:
It was reported that the right ventricular(rv) lead was surgically abandoned due to high thresholds. The lead was scheduled for extraction or replacement as the physician believed the lead was too over-slacked in her original implant and needed to be fixed. As a result, a new rv lead was successfully implanted. No additional patient adverse effects were reported.